Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes using two different vials of test strips: 540 mg/dl (lot 497291) and 100 mg/dl (using unknown lot). The test strips cannot be returned as they have been discarded. No adverse event reported. Replacement meter and strips were sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.